Event description:
The customer complained that the insulin pump did not alarm no delivery when the cannula of his infusion set was bent. Troubleshooting was performed, and the insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.